Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed a bubbled downstream occlusion (dso) seal. Functional testing found that the green and amber leds were non-conforming and found that the dso sensor was malfunctioning. The reported issue was unable to be replicated but was identified in the event history log. The root cause was unknown. The air sensor, green and amber led, dso seal, dso sensor and dso bezel were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device kept exhibiting ¿air-in-line¿ but there was no air present. The device was sent for repair. There was unknown patient involvement and unknown patient harm.